Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx outer cover did not detach. This occurred on 6 occasions. The following information was provided by the initial reporter: the outer cover was not detached in six pen needles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-03-10. H6: investigation summary: six open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on all six samples and photos and a bent non patient end cannula was observed on one sample and a broken non patient end of cannula was observed on the remaining five samples. A functionality test was carried out on all six samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx outer cover did not detach. This occurred on 6 occasions. The following information was provided by the initial reporter: the outer cover was not detached in six pen needles.